Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer reported that the pump had declared malfunctions in the past, however this was unable to be verified in the pump history by cts. Multiple attempts were made to review the history with the customer to clarify the issue, however no response was received.